Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, multiple attempts to gather additional information were made, however the information was not forthcoming. Should additional information be received, the investigation will be reopened and a supplemental MDR report will be submitted.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, approximately fifteen (15) years and eleven (11) months, post implantation of an edwards 4600 28mm ring in the mitral position, two 23mm sapien 3 valves were implanted using a valve-in-valve-in-ring procedure. All three devices remain implanted.